Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 10mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio intravascular delivery system. During implant the left atrial disc of the occluder took on the shape of a cobra. The occluder was not released from the delivery cable. The occluder was removed from the patient and re-deployed outside, maintaining the cobra shape. The occluder and delivery sheath were replaced with a new 9mm amplatzer septal occluder and 7f amplatzer trevisio intravascular delivery system. There were no interactions with cardiac structures. There were no angulations or kinks noted to the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported device deformity could not be conclusively determined.